Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a rep regarding a patient with an implantable neurostimulator (ins). The caller stated that the patient wasn't feeling stim and all programs were turned up to 8.5v. Caller was reporting the following about impedances. The values were reported to be low, 50ohms. The caller was not with patient and/or hcp to do further troubleshooting. The patient was implanted in earlier this year and had 17 falls one day. The caller stated that when the patient came in the ins was off. The reason for the call was to ask if the ins shuts off when it detects high energy draw. The caller indicated that they tried many programs and the patient did not feel stim, the healthcare professional (hcp) is planning a revision. No further symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the patient not feeling stim, low impedances, and the issue of the ins being off was unknown. The rep reported that the issue reported to doctor and was going to talk to patient about a potential lead revision. It was not determined how the fall affected the system. Patient's weight at the time of the event was unknown. The serial number of the device was unknown. The reported information had been confirmed with the physician.